Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/19/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round high profile 420 cc saline prosthesis, catalog: 3503420, serial number: (B)(4), lot: 5820931. (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent primary breast augmentation with a mentor smooth round high profile 420 cc saline prosthesis. Deflation on the left breast prosthesis and bilateral capsular contracture baker grade IV were diagnosed post procedure. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round high profile 420 cc saline prosthesis on (B)(6) 2018. This report is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a mentor smooth round high profile 420cc saline prosthesis. Deflation on the left breast prosthesis and bilateral capsular contracture baker grade IV were diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round high profile 420cc saline prostheses on (B)(6) 2018. This report is for the left breast prosthesis. The device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed creases on both views. Leak testing was performed in accordance with mentor procedures and no additional leak sites were detected. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was not confirmed since no rents were found on the device. However, at this point it is not possible to determine the root cause of the creases or the origin of the white material observed. The device history record (DHR) of lot number 5851554 was reviewed on 6/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. With the information provided, the product evaluation team concluded the capsular contracture in the patient¿s left breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).